Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain on (B)(6) 2017. The patient is trying to find a manufacturer representative (rep) to be at their healthcare professional (hcp) app ointment on the (B)(6). The patient reached out to their old rep and made them aware of the patient¿s issue over a week ago. The patient needs programming adjustments because they have not been programmed in a year because it did not seem to be doing anything. The device still works but their new hcp wants to determine why the patient is not fully benefiting. The patient stated that they noticed the device did not seem to be doing anything and they do not know if it ever has done what they were told it was supposed to do. Patient services sent an email to local reps in the area. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.